Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. The reported patient effects of dyspnea and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2018, 2 clips were implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 2. Sometime later, the patient was hospitalized with shortness of breath and a mean pressure gradient of approximately 6mmhg. Mr remained at a grade of 2. The implanted clips were confirmed to be secure on both leaflets. There was no suspected or confirmed leaflet or chordal damage related to the implanted clips. Surgery is being discussed. No additional information was provided.